Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome. It was reported the implanted system never worked as well as the "trialand" the patient had not used it in a year. The ins could not be interrogated because the ins was over-discharged. The plan was to replace the device. Surgical intervention was planned but not scheduled. No further complications were reported/anticipated.